Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump pcb board was damaged. This resulted in the failed load set alarm. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not alarming load set as expected. They stated that it failed to alarm. Mmdg followed up with the initial reporter, who stated that the complaint had occurred during testing, but that they had no further information. (Complaint-(B)(4)).